Event description:
It was reported that externalized conductors were observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this MDR. It was previously reported on the (B)(4) 2012 submission under report number 2017865-2012-01761.